Manufacturer narrative:
Three attempts were made to contact the account for resolution with no feedback obtained. Based on this information, no further action is required.

Event description:
The account reported the side rail will not raise to latch. The bed was located in a patient room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).